Event description:
It was reported to ventec that the device stopped ventilating during use. There was patient involvement associated with the reported event, however, there were no reports of patient harm as a result of the reported issue. The patient survived the event. No further details were provided.

Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Manufacturer narrative:
UDI related data quality updates only. Corrected information for supplemental medwatch report 002 ¿. Section d4, model #, of the initial medwatch report stated: prt-00490-001. Section d4, model #, of the initial medwatch report should have stated: v+o+c+s+n+pro, english. Section d4, UDI #, of the initial medwatch report stated: (B)(4). Section d4, UDI #, of the initial medwatch report should have stated: (B)(4).

Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of no ventilation output was confirmed. In addition, ventec noted that the device¿s inspiratory pressure, exhaled tidal volume (vte) and positive end expiratory pressure (peep) were all reading low, and that the device displayed a patient circuit disconnect alarm. Ventec replaced the blower to resolve the reported issues. Proper device operation was observed through functional and performance testing. The investigation determined that the cause of the reported issues was the blower.